Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, missing display window, broken off end cap and cracked case near display window corners the device also had a cracked and bleeding lcd glass and missing motor. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was returned for analysis for unknown reasons.